Event description:
It was reported that the pump was alarming high pressure prior to calling and reads stopped. Settings reviewed (continuous rate 0.6 ml, reservoir volume 86.3 ml). Pump restarted and read run reservoir volume 86.3. Patient remained on the line for the next pump cycle. High pressure alarm returned. The site instructed patient to trace the tubing from her body to the pump to check for kinks or closed clamps, but none were identified. The site instructed patient to apply light pressure to the port needle for 15 seconds, but alarm persisted. Patient unsure how to clamp her tubing. The site instructed patient to remove and reinsert batteries, but high-pressure alarm returned after powering pump back on and restarting. Medication was blincyto. The site instructed patient to silence the alarm, remove the batteries, and contact her facility for further instructions. Explained to patient the importance of the medication not being delayed for more than 4 hours. This event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.